Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: tubing defective. It was reported by the tech that it fell apart when they tried to use it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.